Event description:
It was reported by the customer that the doctor deployed the tissue marker, heard the audible click when it was deployed and removed the applier. When post stereo x-rays were taken, it was found the marker had not deployed but the can that held the marker had been sheared off into the breast. The patient has both the clip and clip holder in the breast.